Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 180 mg/dl.

Event description:
It was reported that a malfunction 12 alarm occurred. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 180 mg/dl.